Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was described as 1 ml of red fluid from the needle bellows of the analyzer. The leak was contained within the analyzer. The customer was running specimens at the time the leak was identified. There were no error messages generated by the analyzer. The customer performed troubleshooting by changing the needle cartridge, but did not resolve the issue. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing a lab coat and gloves when the leak was identified. There were no reports of biohazard exposure to open wounds or mucous membranes. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and observed the needle bellows was not draining. He manually drained the waste lines using the solenoid test. Then traced the tubing from the waste to the needle and found a restriction in a check valve directly off the needle. The fse replaced the check valve and rinsed all the waste lines with bleach solution. The instrument ran without any leaks and all repairs were verified per established procedures. (B)(4).